Event description:
Pt experienced a hitherto unreported adverse result of electroconvulsive therapy. This is rptr's subjective relation, but not to be discounted, as rptr's memory was affected and the hosp refused to release its records of treatment. According to rptr, supposed therapy harms many, with no credible proof of any long-term benefit, and rptr hereby protests the negligence of the FDA in continuing to approve the electroconvulsive device. Rptr feels they owe their lifelong condition of mental and social disability to this bogus "treatment" and the discrimination and stigma a "diagnosis" of "mental illness" entails.